Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated left essure coil') in an adult female patient who had essure (batch no. 852006) inserted. The patient's previously administered products included for an unreported indication: iud. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci facilitated total laparoscopic hysterectomy, left salpingoophorectomy, right salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: fallopian tube perforation. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated left essure coil') in an adult female patient who had essure (batch no. 852006) inserted. The patient's previously administered products included for an unreported indication: iud. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (da vinci facilitated total laparoscopic hysterectomy, left salpingoophorectomy, right salpingectomy). Essure was removed on(B)(6) 2019. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation with essure. ¿concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: fallopian tube perforation lot number: 852006 manufacture date: 2011-04 expiration date: 2014-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.